Event description:
Reported by patient as "severe reflux, dilated esophagus and left upper quadrant pain as a result of lapband presence. All saline has been removed from the band and symptoms are improving." The patient is regaining their lost weight. After waiting to see if symptoms would resolve, patient elected to have band removed and replaced with band from another MFR.